Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter was damaged and failed the test mesh. The cutter was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that outside of surgery the meshgraft ii skin graft mesher was found to be blunt and needed to be serviced. At product evaluation the cutter was found to be damaged and the device failed the test mesh. No adverse events were reported as a result of this malfunction. No additional event information available.